Event description:
On (B)(6) 2018, the lay user/patient¿s caregiver contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter was unable to provide blood glucose results as it was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The reporter informed the csr that the alleged error message first began to appear on (B)(6) 2018 (time unspecified). The patient manages her diabetes with a self-adjusted dose of insulin (type unspecified) twice daily. It was not reported if the patient made any changes to her usual diabetes management routine as a result of the alleged error message issue. The reporter claimed that an unspecified time after the alleged issue started, the patient developed symptoms of ¿dizzy, hot sweats/flashes and felt anxious". The reporter claimed that sometime during the week prior to contacting lfs, the emergency services were called and the patient had her blood glucose tested on their meter and a result of "60 mg/dl" was obtained. The patient was then admitted to hospital and received IV fluids. At the time of troubleshooting, the csr walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event and received medical intervention after she was unable to test with the subject meter due to the alleged product issue.